Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 300 mg/dl. Customer stated that they rewound insulin pump and received blank display. Customer did not had insulin pump with them so troubleshooting was not completed. No further assistance required at this time. Insulin pump will be returned for analysis.